Event description:
Ous MDR - two ICD's were implanted with this chronic rv lead in the span of 4 days and after the first shock delivery of both ICD's telemetry was lost. The first ICD was implanted on (B)(6) 2016 and the second (B)(6) 2016. On (B)(6) 2016 both the second ICD and this chronic rv lead were taken out of service. This lead got stuck in the superior vena cava, so it was capped. The patient is a (B)(6) year old male.

Manufacturer narrative:
On 4/28/17 - additional analysis report was received. The lead was completely returned for analysis. The insulation body was free of injuries. Blood or tissue did not penetrate the lead. There were no deformations of the inner coil or the conductor cables. The electrically active lead areas such as the helix, the ring electrode, the connector pin, and the connector ring, were free of foreign material other than coagulated blood. The is-1/df-1 connectors were free of damages. The silicone sealing at the connectors was found intact. The lead under complaint was found cut approximately 37 cm distal to the is-1 connector pin. Only the proximal lead fragment was received for analysis. The ligature marks were detected approx. 19 cm distal to the is-1 connector pin. Approximately 14 cm distal to the is-1 connector pin the insulation was found rubbed through. In this region the conductor cable to the shock coil was found fractured. Due to the fragmented state of the lead electrical analysis was limited to the dc resistances of the lead fragment. A broken contact of the conductor to the shock coil was measured.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 37 cm distal to the is-1 connector pin. Only the proximal lead fragment was received and subjected to an extensive analysis. The analysis revealed a rubbed through insulation at approx. 14 cm distal to the is-1 connector pin. In this region the conductor cable to the shock coil was found fractured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. The analyses of the lead and the icds did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.